Event description:
It was reported that the endocuff vision was missing from the colon during a diagnostic procedure. This occurred while the patient was sedated and the device was inside the patient. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.